Manufacturer narrative:
Continuation of d10: product ID evolutpro-23 (unknown serial/lot); product type: 0195-heart valves; implant date ; explant date citation: chen et al. A novel risk score facilitates femoral artery access in transcatheter aortic valve implantation: passage-puncture score. Structural heart jun 25;8(5):100331 2024. 10.1016/j.shj.2024.100331. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a novel risk score that facilitates femoral artery access in transcatheter aortic valve implantation (tavi). The study was conducted from september 2020 to june 2021, and included 98 patients who were predominantly male with a mean age of 81 years old.  Multiple manufacturer¿s devices were implanted in the study population; two patients were implanted with a medtronic evolut pro bioprosthetic valve delivered by an enveo pro delivery catheter system.  One death occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Adverse events that likely occurred with use of the delivery catheter system included: access-site vascular complication, pseudoaneurysm, hematoma, and bleeding complication.  Other adverse events included: stroke, myocardial infarction, and acute kidney injury.  No further information was provided pertaining to medtronic products.